Event description:
Additional information was received from the physician, indicating that the event occurred on (B)(6) 2016. The device was then switched off immediately after the problem was found. It was reported that no replacement surgery is scheduled yet. No further information was provided to date.

Event description:
It was reported that a vns patient's system diagnostic showed a high impedance (>10000 ohms). An electrical discontinuity test on the circuit was performed which showed that at least one wire is broken. It was also reported that the patient had an increase in seizures which is above the pre-vns baseline. X-rays were taken and were reported by the physician to be unremarkable. No known surgical interventions have occurred to date.

Event description:
The review of the manufacturing records confirmed that the lead passed all functional tests prior to distribution.